Event description:
It was reported that prior to a lap colon procedure, the hand piece generated an error three code. It was during set up. No patient consequence. The case was completed with another device. During testing, the device produced an error code 7.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and gave an error code 7. The hand piece was disassembled; a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for an error code 3 to occur. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.